Event description:
Medical affairs spoke to the pt and obtained the following information. The pt mentioned that their readings had been higher than usual. Their readings have been in the 160-180 rnage and a normal reading for the pt is usually in the 120-140 range. The pt did not experience any symptoms at the time of testing. The pt visited their diabetic educator and two control solution tests were done on subject test strips and the test strips failed twice. The test strips were in good condition and not expired. The control solution was opened less than three months ago. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.

Event description:
The patient mentioned that their readings had been higher than usual. Their readings have been in the 160-180 range and a normal reading for the p atient is usually in the 120-140 range. The patient did not experience any symptoms at the time of testing. The patient visited their diabetic educator and two control solution tests were done on subject test strips and the tests strips failed twice. The test strips were in good condition and not expired. The control solution was opened less than three months ago. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.